Manufacturer narrative:
Correction h6, g3.

Event description:
New information received notes the patient's right ventricular lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic, upon interrogation it was observed the patient's right ventricular lead was sensing noise. No intervention was reported. The patient was in stable condition.